Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, after the doctor inflated the bag it exploded inside of the patient abdomen. All of the debris from the bag had to be picked up by the doctor. The doctor believed he was able to remove all of the pieces. A new device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The balloon was broken. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.